Event description:
No service info is available for the surepower battery charger station. The zoll factory has been contacted. No info is given and/or reported to be available even at a future date. The info that is most important at this time is the error code result and meaning of battery errors. They use a number of red led flashes-1 thru 25- to depict different errors. I need that info to determine for myself if a battery should go back to the factory or I can fix it on site. At over (B) (6) a battery this figure gets very large considering the number of defibs at the (B) (6). The operators manual gives two code meanings-13 and 14-. What are the other 23? This manual says this info is in the service manual. Ok, I want that service manual. For more info on these fault codes, see the surepower charger station service manual. The 9650-0536-01 rev. A zoll surepower battery pack guide page 7. Again without this info I cannot provide positive assurance that any of the "r" series defibrillators are able to perform at their peak performance when needed. On the front display of the "r" series, it displayed the message "batt overcharge" and when the test button was held on the battery the red led pulsed 9 times. What does that mean? Batt overcharge appears nowhere in any of the literature. That includes the service manual to the "r" series itself. I am trying to hold down costs. I just cannot be sending these units in for every single thing not found in the literature.